Event description:
It was reported during emergency percutaneous coronary intervention (pci), insertion of the intra-aortic balloon (iab), the guide wire did not insert into the iab catheter. The customer tried several times but failed. Another iab was used to start therapy. There was no reported injury to the patent.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The t-handle was also returned separate. The guide wire was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip the catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The technician attempted to insert a laboratory 0.018¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).

Event description:
It was reported during emergency percutaneous coronary intervention (pci), insertion of the intra-aortic balloon (iab), the guide wire did not insert into the iab catheter. The customer tried several times but failed. Another iab was used to start therapy. There was no reported injury to the patent.

Manufacturer narrative:
Event site postal code - (B)(4). Complete event site name - (B)(4) mc. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during emergency percutaneous coronary intervention (pci), insertion of the intra-aortic balloon (iab), the guide wire did not insert into the iab catheter. The customer tried several times but failed. Another iab was used to start therapy. There was no reported injury to the patent.